Event description:
While on pt the run diagnostics alarm activated. The ventilator continued to operate correctly.

Manufacturer narrative:
Field svc replaced fcv assembly due to a broken spring clip.